Event description:
It was reported that during an implant an atrial lead got dislodged. Repositioning the lead was attempted but could not be accomplished due to the device header connector screw could not be unscrewed. The device was explanted with lead still attached into it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.